Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable glucose hk result for one patient sample. The initial result was >130000 mg/dl. The repeat result after recalibration was 121 mg/dl. Information concerning if the erroneous result was reported outside the laboratory was requested, but it was not provided. The initial result was believed to not have been used for any treatment. There was no adverse event. The reagent lot number and expiration date were requested, but were not provided. It was thought the customer had used saline instead of calibrator material to calibrate a standby reagent pack. During the run, the analyzer switched to that reagent cassette and generated the erroneous result. The customer stated there was no flagging or error message. The issue was resolved by recalibration of the assay

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.